Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarm noted. There was no moisture damage or fluid found on the electronic assembly, battery or reservoir compartment.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 336 mg/dl at the time of incident. The customer's mother stated the insulin pump was exposed to moisture. The customer's mother stated there is fluid in the reservoir compartment and claims her reservoirs leak. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.